Event description:
The customer reported that the remote console does not function. The customer was unable to tilt unit. No pt injuries were reported.

Manufacturer narrative:
The service rep observed the problem and ordered rui and mcu pcb.